Event description:
Complainant alleged that during the incoming inspection of the device, the paddles caused the defibrillator to display a "paddle fault" error message. There was no pt involvement in the reported malfunction.